Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient been having problems where it hurts in that area where the stimulator is located in the buttocks. The discomfort is waking her up almost every night. Patient's hcp has moved out of state. The patient got a new couch, and when sitting a little different she was so sore. Then got a little better. The issue has been going on for quit a while. If she lays on her side it hurts and will wake her up. Patient will try and move the stimulator around, and feels like she can flip the stimulator in the pocket. Her leg, lower back, and hip hurts. She is getting to the point where the pain is waking her up at least once a night and she can't get comfortable. She has to get up and take some advil or something. The device is interfering with her sleep. The device works it has changed her life. It is just the discomfort that feels like a pulled muscle or muscle ache. Couple times when she first got the device and sat in the car it felt like something stabbed her. She thinks it was from the device hitting the back of the seat. The issue has been occurring off and on since implant. Some of the discomfort was because it was new. At least a couple years it has been going on. Confirmed with patient the stimulation wasn't causing the pain. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient wants message sent to field representative to see if there is a doctor closer to her than franklin. The patient's relevant medical history included one time her stimulator got turned off and they didn't know how. Patient felt like they were at square one because she was peeing all the time. No further complications were reported at this time.